Manufacturer narrative:
Additional information has been provided in d4 serial number and primary UDI number.

Manufacturer narrative:
Failure to advance: the cause of failure to advance issue was patient having aortic stenosis causing resistance at valve during insertion.

Event description:
A 90-year-old male with multivessel cad and severe aortic stenosis scheduled for tavr underwent rhc/lhc, pci of rca and lad, and bav for tavr preparation. Due to complex coronary anatomy and reduced stroke volume, impella cp was planned for procedural support. Aortic valvuloplasty was performed reducing mean gradient by 40 points. Despite successful wire crossing of the aortic valve, multiple attempts to advance the impella cp into the lv failed due to resistance at the valve. The device was explanted, and pci of rca and lad were completed without support or complications. The complaint describes a malfunctioning impella sheath¿when the dilator was removed, the orange clip on the hemostatic valve detached, causing bleeding from the introducer. A secondary sheath kit was opened and replaced without harm. Notably, impella cp use in severe aortic stenosis is off-label per IFU.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.